Event description:
Pt was implanted on an unk date with an lcp condylar plate and screws for a right distal femur supracondylar fracture. Follow up x-rays and clinical visits determined a non-union of the femur. Pt returned to operating room on (B)(6) 2012 for hardware removal and revision to other hardware. This is the 5th of 9 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or part number or lot number provided.